Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc., on behalf of the manufacturer arjo med (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4) and any medwatch reports will be submitted under (B)(4). The device was inspected on-site by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
During the preparation of a resident for a transfer from bed to chair, the c.n.a. Attached the sling to the floor lift, with all four clips secured to the dynamic positioning system (dps). She then lifted the resident off of the bed. During transfer, the resident moved her left leg up and dislodged one of the clips on the sling, which resulted in it becoming loose. She then slid from the bottom of the sling and since her right leg was still restrained in the sling, her upper body and head contacted the floor. She sustained a laceration and hematoma on her occipital. Treatment given was pain control, ice to affected area and increased observation with neurological checks every two hours.